Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer of peritonitis in a patient coincident with dianeal and extraneal therapies for end stage renal disease (esrd). Pd therapy continued unchanged. On (B)(6) 2012, the patient experienced bacterial peritonitis. On (B)(6) 2012, the patient came to the dialysis center with strongly cloudy effluent and heavy abdominal pain on was hospitalized that day. On (B)(6) 2012, remedial treatment with cifran (ciprofloxacin) 500mg twice a day po and lendamicin (ceftriaxon) 2g once a day ip for the bacterial peritonitis. As of the time of this report, the patient remained hospitalized with remedial treatment ongoing. Severity of event as classified by the physician was severe. The patient did not report using any leaking bags. The patient had not yet recovered from this peritonitis event at the time of this report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, suspect medical device info and manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.